Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional anesthesia infusor had over infusion. This was identified during the infusion process. It was stated the delivery rate was 10 hours and the expected rate is 34 hours. The device was filled with 200 ml of ropivacaine with a flow rate of 7ml/h. The expected nominal fill volume for this device is 240ml. There was no patient injury or medical intervention associated with this event. The access site was femoral perineural access. No additional information is available.

Manufacturer narrative:
(B)(4) mfg date: the lot was manufactured march 29, 2016 ¿ march 30, 2016. The device was received for evaluation with 12 ml of solution remaining in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.